Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/14/2014 with the following findings: the pump was returned with visible evidence of moisture behind the display screen. During testing, the pump powered on to a distorted and cloudy display screen. The pump failed the leak test due to a display screen leak. The pump was opened and moisture corrosion was observed internally.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. Reportedly, the display was cloudy and moisture was observed behind the display. The reporter stated that the screens can be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.